Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified. It is likely foreign material remained in the device because reprocessing could not be properly/fully performed due to the discovered leak from the flexibility adjustment ring. The event can be detected and prevented by handling the device in accordance with the following IFU: evis exera ii gif/cf/pcf type 180 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Evis exera ii gif/cf/pcf type 180 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of air and water flow issues was confirmed. This was due to a foreign matter found clogging the nozzle. Additionally, the following findings were also identified, and are as follows: (a.) The distal end plastic cover had deep dents and scratches, (b.) The objective lens had chips at the edge and was very lightly scratched, (c.) The switch button 1 had minor scratches, (d.) The control body had minor scratches, (e.) The light guide tube had surface scratches, (e.) Angulation up/down, left and right were stretched and out of specification, (f.) The control knob play right/left and up/down movement was out of specification,(g.) And a large leak was identified during manipulation during the dunk test. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope experienced air and water flow issues from the air and water system. The event was identified during preparation for use. The intended diagnostic colonoscopy procedure was completed with no delay, the customer was not under sedation, and was completed using a similar device. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was a clog within the nozzle, from insufficient reprocessing. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.